Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 400 mg/dl. The customer stated they were unable to complete a set change at the time of the call. The customer was also unable to examine the cannula at the time of the call. Customer also reported insulin was able to exit with a fixed prime. The customer stated they would call back to complete troubleshooting. Customer declined to return the insulin pump for analysis.